Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. You report that the needle would not retract could not be confirmed from the shielded needle that was provided for investigation. The needle was received fully retracted within the grip and barrel. A functional test showed that the safety mechanism worked without any problems. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global needle did not retract. The following information was provided by the initial reporter: incident date: (B)(6) 2025. Details of complaint (reported issue): "after inserting the IV the nurses tried to remove the needle by pushing the button and the needle would not retract. The needle had to be removed from the catheter unprotected. Occurred during patient use ¿ no reported injury". Additional information will be sent via separate email. Complaint noticed: during / after use. Patient injury: no.